Manufacturer narrative:
(B)(4). Concomitant devices: vanguard ssk 360 femoral component 65mm right with screw, catalog #: 185264, lot #: 6269979; unknown vanguard ssk 360 tibial tray, catalog #: ni, lot #: ni; unknown vanguard ssk 360 tibial bearing, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-02118. Insufficient information.

Event description:
It is reported that the patient underwent an arthroscopic removal of a femoral screw approximately two (2) years following knee arthroplasty to address post-operative fracture and wear. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection, however, the device fracture could not be confirmed. The photograph of the explanted screw showed wear and damage on the threads of the screw. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.